Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d1, d4.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) during use was making weird sound. No patient injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4 d8, d9, e1, g1, g3, g6, h2, h3 h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, the device had been attached to the patient for several weeks (over 20 days). Made a strange noise for a while. Complained that the helium had run out even though there was helium. Leak tests were performed. Replaced the o-ring, muffler <100 micron and muffler,1/8 npt. No fault was found for the so-called helium run out and the fault could not be recreated. The temperature sensor was not properly attached. The device in question later required repair work due to the helium run out. Which also resulted in a hazardous situation report.